Event description:
No additional information provided.

Manufacturer narrative:
We hereby inform that a complete review of the device history record (DHR) was performed, as well as an assessment of maintenance records, applicable process controls, and associated quality notifications. No records or evidence were identified indicating any anomaly, nonconformity, or occurrence potentially related to the reported incident. Based on the evaluation of the sample and the photographic evidence provided by the customer, excess epoxy resin was observed in the cannula region. The most probable cause of the incident is associated with a localized variation during the resin application process, which may have allowed the observed condition to go undetected during routine process inspections. We emphasize that the involved manufacturing processes are duly validated and executed in accordance with approved procedures, strictly meeting established acceptance criteria. The investigation conducted did not identify evidence of a systemic process failure or loss of process control. To date, this is the first complaint associated with the lot in question and remains below the acceptable quality notification limit (aql). Therefore, at this time, no trend is observed that would justify the implementation of systemic corrective actions. Nevertheless, the event will remain under continuous monitoring to enable timely identification of any recurrence or trend that may indicate the need for additional actions.

Event description:
It was reported that bd eva-ai2-sm2 needle 18ga 1in blunt fill sla contained foreign matter. Description of the occurrence: when opening the needle packaging to prepare a medication, a white substance was observed on the needle. Date of identification of the occurrence: (B)(6) 2026. Quantity identified with deviation: one unit. When was the occurrence with the product identified: when opening the packaging. Was there any harm to the patient, healthcare professional, user, or others? (Provide details); there was no harm. Was medical and/or surgical intervention necessary due to the occurrence (imaging tests, surgery, administration of medications, etc.)? (Provide details); no. Please indicate whether the sample that presented the deviation is available for analysis; yes, it is available for analysis. Catalog number; 305243 lot/serial number. (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.